Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion detached. The device was connected to a test handpiece and generator and it was functional. The device activated and cut the test media as expected. There were no anomalies noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. It could not be determined why the device reported relax pressure on blade. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the hand piece gold contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function.

Event description:
It was reported that during a laparoscopic colon procedure, the generator continuously errored "overpressure, relax pressure on blade." Nurse disassembled and assembled the device and hand piece several times, and test. After several minutes of using it, it shows the same error. During one of the uses with advanced hemostasis in use, the pad broke in two. One piece removed from patient and the other half was in the device. Another like device was used to complete the procedure.